Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved service provider. The reported problem was verified and attributed to the battery. The battery pins, contact and plastic guides were badly worn. The battery was scrapped at zoll united kingdom. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.